Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endoscope controller (ec) to perform failure analysis (fa). Fa was able to confirm the reported complaint via the system logs. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system pinged error 319 upon start up. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed several errors 319 related to the original complaint were found. The probable root cause is attributed to electrical and fiberoptic defect pertaining to the dcib (dual camera interface board) of the ec.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had repeated 319 errors that occurred at startup. A hard power cycle did not resolve the issue. The tse found that error 319 was pointing to the endoscope controller (ec) via the system logs. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the complaint and replaced the endoscope controller (ec). The system was tested and verified as ready for use. The ec involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.